Event description:
It was reported that a malfunction alarm occurred, after the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.